Event description:
It was reported that the device was sent for repair. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log revealed many downstream occlusion messages. Functional testing found the device failed for accuracy due to a defective expulsor. The root cause was determined to be the damaged dso seal, a defective dso sensor, and a defective expulsor. The dso seal, dso sensor, and expulsor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.